Event description:
Reference number (B)(4). Event occurred in spain. On (B)(6) 2024. It was reported that the patient went to emergency room due to blood glucose levels reaching upto 310 mg/dl. Patient had ketones ranging between 2.6-0.6 mmol/l. Patient was teeated via manual insulin. Patient was hospitalized for less than 24 hours. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.